Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the r1 inner and outer tubing from syringe to reagent transfer assembly to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for bun (blood urea nitrogen) on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.